Event description:
A nurse reported that a patient presented with diffuse lamellar keratitis (dlk) one day following bilateral lasik surgery. Topical steroid dosage was increased to treat the event, which was resolved six days later. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable information becomes available. (B)(4).